Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, while the device was being used in resection of the sigmoid, the surgeon started to fire; after squeezing the handle twice the instrument blocks. The device was able to fire, but there was an incomplete staple line in the distal area. The jaws of the device also locked on tissue and was removed by opening the jaws. With a new loading unit the resection was completed. There was no patient injury.